Manufacturer narrative:
It was reported that the end-user of an unknown instant cold pack developed "severe chemical burns." At the time the event was reported, the end-user has had the burn for six weeks and there were concerns for infection. Per report, the end-user went to an emergency department. Despite multiple good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details. Due to the reported incident and in an abundance of caution, this medwatch is being filed. The sample was not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, this report will be re-opened and re-evaluated.

Event description:
It was reported that the end-user of an unknown instant cold pack developed "severe chemical burns."